Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 17, 2018 it was reported that when you place the cutter to the comb, the comb huddles so strictly towards the guidance plateau that dermacarrier has no place to go forward. It can happen also that the dermacarrier goes back and forth. In addition, the handle is too stiff. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) a 1.5:1 ratio cutter, serial number (B)(4) a 2:1 ratio cutter, serial number (B)(4) a 3:1 ratio cutter, serial number (B)(4) and a 4:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number 04493 as documented in the repair reports in livelink. Product review of the skin graft mesher by medicrea on september 6, 2018 revealed that the calibration was out of specifications. The device did not produce a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4) a 1.5:1 ratio cutter, serial number (B)(4) a 2:1 ratio cutter, serial number (B)(4) a 3:1 ratio cutter, serial number (B)(4) and a 4:1 ratio cutter, serial number (B)(4) all produces a passing sample mesh. The right and left side plates, gear, screws, sliding pin, spring and bottom roller were all damaged. Repair of the skin graft mesher was performed by medicrea on september 28, 2018 which included replacement of the roller, roller gear, bearings, washers, side plates, shoulder bolts, spring, spring pin, and ratchet gear. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since during product review there were no issues with the comb, dermacarrier or the handle. The root cause of the comb huddling, the dermacarrier moving back and forth and the handle being stiff could not be determined with the provided information since there was no issues found with the comb, dermacarrier or the handle during product review.the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Normally the dermacarrier has no place to go forward, but sometimes it can have place enough, but then dermacarrier goes back and forth. Also the handle was stiff. There was a delay between 15- 30 minutes and the event took place during surgery. This complaint is created to capture the probable 2 or 3 times this might have occurred previously. Attempts have been made and no further information has been provided. No patient consequences were reported as a result of this malfunction.